Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she ran out of insulin overnight and woke up with a blood glucose exceeding 400 mg/dl. The customer treated by filling the reservoir and bolusing, and after two hours her blood glucose went down to the 320 mg/dl range. She administered another bolus, and then another one, but her blood glucose remained at 325 mg/dl. Troubleshooting was declined since the customer knew that the insulin pump was not the issue. No products were returned or replaced.